Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump constantly alarmed no delivery. Troubleshooting was performed. The customer was using the same set as always, but it appeared that the insulin pump was not delivering insulin either as the customer was experiencing erratic high and low blood glucose. The customer called the ambulance as a result. No further information was reported.